Event description:
Opened three trivex handpieces to field because light not bright enough to do case. Also both trivex machines were in the operating room. Dr tried to troubleshoot why the light was not bright. Machine and handpiece sent to biomed. Case continued with less optimal light brightness.